Manufacturer narrative:
Internal complaint # (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood on the tool jaws were observed. Microscopic inspection showed the entire silicone insulation on the hot jaw to be missing, exposing the metal part underneath. The missing portion of the silicone insulation was not returned to the factory. The heater wire was bent and flexed away and detached from the tip but remained attached to the base of the hot jaw. The silicone insulation on the cold jaw appeared intact. Based on the returned condition of the device and the evaluation results, both reported failures "peeled jaw" and "material twisted/bent" were confirmed. Specific actions for the reported failure "material twisted/bent" are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone coating came off. In addition, the metal part inside of the jaw also came off. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone coating came off. In addition, the metal part inside of the jaw also came off. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.